Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 1 of 2 reports of the patient experienced hyperglycemia due to inaccuracy that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. This is one of two reported events in which the patient experienced hyperglycemia accompanied by dizziness, believed to be associated with cgm inaccuracy. The two events occurred on separate occasions. On (B)(6) 2026, the patient experienced hyperglycemia with dizziness and was admitted to the hospital, where they remained for approximately one week. During hospitalization, the patient received insulin therapy. Although the cgm was reported to be inaccurate during this event, no cgm or bg values were documented. No additional details regarding diagnostic findings, treatment adjustments, or interventions were provided. At the time of reporting, the patient was reported to be in stable condition and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.